Manufacturer narrative:
UDI# - (B)(4). Concomitant product(s): -oxford partial knee system right medial tibial tray size c catalog 154723 lot 483150; oxford partial knee system twin peg femoral catalog 161470 lot 592540. This report is number 3 of 3 mdrs filed for the same event (reference 3002806535-2017-00029 / 3002806535-2017-00031).

Event description:
Patient underwent a revision of a partial knee approximately five weeks post implantation due to unknown reasons.